Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, broken on the anterior side assessed as fold flaw opening and missing side assessed as inconclusive . Additional observation. ¿ no penetrating nick stress marks. ¿ green particles observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, d9, e1, h3, h6.

Event description:
Healthcare professional reported a right side rupture. Healthcare professional additionally reported "hole, non-specific." Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right sided rupture. Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported a right sided rupture. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.